Event description:
Customer reported blood glucose results of 140 mg/dl and 80 mg/dl, self-treated with soda, had 3rd result of 92 mg/dl on the aviva system within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.